Event description:
A report was received that the patient had drainage at the pocket site. The physician believed that the dissolvable stitch might be causing the superficial skin irritation of which it was eventually discovered that the patient was allergic to the vicryl suture originally used. The patient also had some scar tissue that was causing some discomfort. The physician believed that the symptoms had nothing to do with the device. The patient underwent a pocket revision wherein the physician cleaned and removed the scar tissue in the pocket and closed the pocket with staples. The patient did well postoperatively.